Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Clarification to suspect device's info: patient did not know which serial number belongs to the right side. Patient provided serial number (B)(4) with lot number 2-164392 belonging to an unknown side, and serial number (B)(4) with lot number 2-160172 belonging to an unknown side. Device evaluation: visual analysis of the returned device identified creases, wear abrasion, yellow particles, calcification-like device appearance on the outer surface of the device, and two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one smooth crease opening and one striated opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one smooth crease opening assessed as a fold flaw opening, and one striated opening assessed as surgical damage.

Event description:
Device has been explanted.